Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: outer tube was deformed and therefore the parts was not dis-/reassemble, outer tube was damaged and therefore the leakage current was inadequate and image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: optics bent/ broken was due to the outer tube was deformed and therefore the parts was not dis-/reassemble, outer tube was damaged and therefore the leakage current was inadequate and the image was not displayed was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope's optics were bent and broken. The issue was found during a diagnostic laparoscopic hernia. There were no reports of patient harm. The procedure was completed using a backup device.